Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). Phs study. Replacement of the complete prosthesis due to chronic low grade infection. (Leukocytes 8. G/l, crp 17.7 mg/l, cell count: 12,300, 98% polynuclear: mibi from puncture: renewed detection of cutibacterium acnes in the culture, penicillin-sensitive).

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Subject: (B)(4). Phs study. Replacement of the complete prosthesis due to chronic low-grade infection. (Leukocytes 8. G/l, crp 17.7 mg/l, cell count: 12,300, 98% polynuclear: mibi from puncture: renewed detection of cutibacterium acnes in the culture, penicillin-sensitive).